Event description:
Discordant advia centaur psa, cea, e2, testo, fer, vb12, cortisol, fsh, lh, prolactin, and hcg results were obtained on multiple patient samples. The results were reported to the physician(s). The laboratory repeated the samples and corrected reports were issued. There are no known reports of adverse health consequences or patient intervention due to the discordant results of psa, cea, e2, testo, fer, vb12, cortisol, fsh, lh, prolactin, and hcg.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument and instrument data, it was determined that the cause of the discordant results was due to a clogged vacuum line (tube). The obstruction was cleared and the waste reservoir and waste pump were replaced. Qc controls were run and found to be within range. The instrument is performing within specifications. No further evaluation of the device is required.